Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) stenting treatment procedure, the stent dislodged from the delivery device. The target lesion was located in the right coronary artery (rca) and the obtuse marginal artery (om). A 6f sheath inserted into the right femoral artery. A short export wire was advanced through the lesion; pre dilatation was performed using a 2.0 apex balloon catheter. The physician then deployed a 2.5 x 16 promus premier stent at 9 and 15 atmospheres in the rca. There was 0% residual stenosis with timi 3 flow noted. The patient had some hypotension and bradycardia which was treated with intravenous (IV) fluids as well as a 0.5 dose of IV atropine. The physician then used a 3.5 jl guiding catheter for cannulation of the left main trunk. There continued to be excellent patency of the stent implanted in the left anterior descending artery (lad) in the first diagonal branch that had prior angioplasty. There was diffuse significant disease in the om which was treated with pre dilatation using a 2.0 apex balloon catheter. One area of the vessel could not be expanded due to heavy calcification in the middle of the lesion. The physician attempted to advance a 2.25 x 16mm promus stent but was unable to cross the lesion. During removal of the promus stent, the stent dislodged from the delivery system inside the patient. A 1.25mm non bsc balloon catheter was advanced into the stent and was able to expand it in the proximal portion of the lesion with multiple inflations. A 2.25 x 8mm apex balloon catheter was also used to fully deploy the stent with multiple inflations. An attempt to cross inside the stent to the heavily calcified tight area of the om using a 2.0 non bsc balloon catheter was unsuccessful. The physician elected to stop the procedure since the patient was stable and timi 3 flow was noted. There were no reported patient complications and the patient status is stable.